Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed no delivery. The blood glucose reading was 236mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was protruded, and the circle part was pushed outward. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with flush/loose motor support disk. The insulin pump passed basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted.